Event description:
Procedure type: urogynecological. According to the reporter: the pt alleged injury. Pelvisoft 8x12cm/1.0mm was reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4).